Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was taken to the ER because of low blood glucose. She said that on (B)(6) 2017, her blood glucose was 24 mg/dl. The customer had been asleep and her pump had turned off. Her husband found her unresponsive and the ambulance came to get the customer. She arrived at the ER on (B)(6) 2017 around 8:30 am with a low blood glucose of 24 mg/dl. The nature of the treatment was a heating device but the customer said that she was not sure what the treatment was. The customer was given a treatment to take home and stated that she was wearing the pump at the time of the hospitalization. During troubleshooting for low blood glucose, the customer mentioned that the drive support cap appeared to be normal and that they were disconnected during the rewind/prime sequence. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to return the pump with the battery and to zero out the basal rates. The customer mentioned that her current blood glucose was 208 mg/dl. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. Unit received with cracked case at the reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.